Event description:
Pt in gyn o.r. For laparoscopy, hysteroscopy, dilatation, curettage, appendectomy. As tubesand ovaries being checked with dye on right then left sides, o.r. Tech noticed the bipolar cauterizing machine had "fired" (there is an audible tone when machine is firing), and told dr who said she was unaware. Tech then asked dr "is your foot on the pedal? Dr said, "my foot wasn't on controls, controls are a foot away from me." They then panned back over area and saw white area on left fallopian tube and smoke. Machine taken out of service, dye in tubes checked and would not go through the tube as far as it had before. Dr said immediately that she would tell the pt's family that the cautery unit had fired on its own." It is facility's understanding that the pt was in a fertility program.